Event description:
It was reported that the patient had a pocket revision due to discomfort. The same day as the revision there was a lead integrity al ert (lia) triggered by high rate non-sustained episodes and sensing integrity counter (sic). Three weeks later another lia occurred. The implantable cardioverter defibrillator (ICD) and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID dvmd3d1 lot# serial# cwk603416s implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.